Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the permanent cautery hook instrument (pch) exhibited smoke coming out at the joint towards the metal wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no visible damage. Thermal damage was first observed during the procedure, specifically during a corpectomy, but no thermal damage was seen on the patient. There was no collision with an energy device, no arcing observed, and the smoke appeared to originate from the instrument in question. A fenestrated bipolar forceps was also in use. The cause of the event is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have thermal damage on the monopolar yaw pulley at the cable routing. Material does not appear to have burnt off from the charring that occurred near the cable routing. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. The instrument was found to have damage of the conductor wire¿s insulation near the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. The probable root cause of the damaged conductor wire is primarily attributed to conductor wire management issues. These issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching.

Event description:
Refer to h11 for follow-up information.